Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') and pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("increasingly discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), anxiety ("anxiety"), taste metallic ("metal taste in mouth//weird taste in my mouth"), amnesia ("memory loss"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), taste peculiar ("weird taste in my mouth"), feeling abnormal ("feelings ot a uti without having one"), abdominal discomfort (""baby moving" feelings in my abdomen"), chest discomfort ("chest heaviness"), hot flush ("hot flashes"), feeling hot ("feverish feeling but no fever"), inflammation ("inflammation") and intervertebral disc protrusion ("herniated disc"). The patient was treated with surgery (ablation and essure removal). At the time of the report, the menorrhagia, pelvic pain, discomfort, back pain, abdominal pain, abdominal distension, alopecia, dyspareunia, abnormal weight gain, anxiety, taste metallic, amnesia, migraine and fatigue had not resolved and the taste peculiar, feeling abnormal, abdominal discomfort, chest discomfort, hot flush, feeling hot, inflammation and intervertebral disc protrusion outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abnormal weight gain, alopecia, amnesia, anxiety, back pain, chest discomfort, discomfort, dyspareunia, fatigue, feeling abnormal, feeling hot, hot flush, inflammation, intervertebral disc protrusion, menorrhagia, migraine, pelvic pain, taste metallic and taste peculiar to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coiled metal wire embedded in lumen'), menorrhagia ('heavy menstrual bleeding') and pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("increasingly discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), anxiety ("anxiety"), taste metallic ("metal taste in mouth//weird taste in my mouth"), amnesia ("memory loss"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), taste peculiar ("weird taste in my mouth"), feeling abnormal ("feelings ot a uti without having one"), abdominal discomfort (""baby moving" feelings in my abdomen"), chest discomfort ("chest heaviness"), hot flush ("hot flashes"), pyrexia ("feverish feeling but no fever"), inflammation ("inflammation") and intervertebral disc protrusion ("herniated disc"). The patient was treated with surgery (ablation, essure removal and tah right salpingectomy, dilatation and curettage, endometrial ablationleft distal salpingectomy). At the time of the report, the embedded device, taste peculiar, feeling abnormal, abdominal discomfort, chest discomfort, hot flush, pyrexia, inflammation and intervertebral disc protrusion outcome was unknown and the menorrhagia, pelvic pain, discomfort, back pain, abdominal pain, abdominal distension, alopecia, dyspareunia, abnormal weight gain, anxiety, taste metallic, amnesia, migraine and fatigue had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abnormal weight gain, alopecia, amnesia, anxiety, back pain, chest discomfort, discomfort, dyspareunia, embedded device, fatigue, feeling abnormal, hot flush, inflammation, intervertebral disc protrusion, menorrhagia, migraine, pelvic pain, pyrexia, taste metallic and taste peculiar to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2021: mr received. Reporters information added. Event:coiled metal wire embedded in lumen were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') and pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("increasingly discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), anxiety ("anxiety"), taste metallic ("metal taste in mouth//weird taste in my mouth"), amnesia ("memory loss"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), taste peculiar ("weird taste in my mouth"), feeling abnormal ("feelings ot a uti without having one"), abdominal discomfort (""baby moving" feelings in my abdomen"), chest discomfort ("chest heaviness"), hot flush ("hot flashes"), feeling hot ("feverish feeling but no fever"), inflammation ("inflammation") and intervertebral disc protrusion ("herniated disc"). The patient was treated with surgery (ablation and essure). At the time of the report, the menorrhagia, pelvic pain, discomfort, back pain, abdominal pain, abdominal distension, alopecia, dyspareunia, abnormal weight gain, anxiety, taste metallic, amnesia, migraine and fatigue had not resolved and the taste peculiar, feeling abnormal, abdominal discomfort, chest discomfort, hot flush, feeling hot, inflammation and intervertebral disc protrusion outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abnormal weight gain, alopecia, amnesia, anxiety, back pain, chest discomfort, discomfort, dyspareunia, fatigue, feeling abnormal, feeling hot, hot flush, inflammation, intervertebral disc protrusion, menorrhagia, migraine, pelvic pain, taste metallic and taste peculiar to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received- reporters were added. Removal was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain/chronic pelvic pain"), discomfort ("increasingly discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), anxiety ("anxiety"), taste metallic ("metal taste in mouth//weird taste in my mouth"), amnesia ("memory loss"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), taste peculiar ("weird taste in my mouth"), feeling abnormal ("feelings ot a uti without having one"), abdominal discomfort (""baby moving" feelings in my abdomen"), chest discomfort ("chest heaviness"), hot flush ("hot flashes"), feeling hot ("feverish feeling but no fever"), inflammation ("inflammation") and intervertebral disc protrusion ("herniated disc"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, pelvic pain, discomfort, back pain, abdominal pain, abdominal distension, alopecia, dyspareunia, abnormal weight gain, anxiety, taste metallic, amnesia, migraine and fatigue had not resolved and the taste peculiar, feeling abnormal, abdominal discomfort, chest discomfort, hot flush, feeling hot, inflammation and intervertebral disc protrusion outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abnormal weight gain, alopecia, amnesia, anxiety, back pain, chest discomfort, discomfort, dyspareunia, fatigue, feeling abnormal, feeling hot, hot flush, inflammation, intervertebral disc protrusion, menorrhagia, migraine, pelvic pain, taste metallic and taste peculiar to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event: herniated disc and inflammation added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain/chronic pelvic pain"), discomfort ("increasingly discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), anxiety ("anxiety"), dysgeusia ("metal taste in mouth//weird taste in my mouth"), amnesia ("memory loss"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue"), taste disorder ("weird taste in my mouth"), feeling abnormal ("feelings ot a uti without having one"), abdominal discomfort (""baby moving" feelings in my abdomen"), chest discomfort ("chest heaviness"), hot flush ("hot flashes") and feeling hot ("feverish feeling but no fever"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, pelvic pain, discomfort, back pain, abdominal pain, abdominal distension, alopecia, dyspareunia, abnormal weight gain, anxiety, dysgeusia, amnesia, migraine and fatigue had not resolved and the taste disorder, feeling abnormal, abdominal discomfort, chest discomfort, hot flush and feeling hot outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abnormal weight gain, alopecia, amnesia, anxiety, back pain, chest discomfort, discomfort, dysgeusia, dyspareunia, fatigue, feeling abnormal, feeling hot, hot flush, menorrhagia, migraine, pelvic pain and taste disorder to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: new reporter and new events ( taste abnormality, feeling abnormal, abdominal discomfort, chest heaviness, hot flashes, feeling hot ) were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain/chronic pelvic pain"), discomfort ("increasingly discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), anxiety ("anxiety"), dysgeusia ("metal taste in mouth"), amnesia ("memory loss"), migraine ("excessive migraine headaches") and fatigue ("chronic fatigue"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, pelvic pain, discomfort, back pain, abdominal pain, abdominal distension, alopecia, dyspareunia, abnormal weight gain, anxiety, dysgeusia, amnesia, migraine and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, amnesia, anxiety, back pain, discomfort, dysgeusia, dyspareunia, fatigue, menorrhagia, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received : case becomes serious incident. Ablation was done for menorrhagia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.